Event description:
Contact reported that a revision to remove a broken pedicle screw. The pt had a non-union and did not fuse. A surgical intervention occurred an MDR is being filed to document this event.